Manufacturer narrative:
Patient weight and ethnicity: information unknown/not provided. Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2019-(B)(6) 2021. Note: the device was manufactured at the (B)(4) site which has been closed. The device was not returned for analysis as reportedly, it was discarded, therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due a dislodged lens. The iol was discarded. There were no sutures required, however, the incision was slightly enlarged. There was no patient injury. The procedure went as planned. Another johnson & johnson za9003 lens (different model and same diopter) was implanted as a replacement. The patient's post-operative outcome was not available. No further information is available.

Manufacturer narrative:
Patient weight and ethnicity: information unknown/not provided. Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2019-(B)(6) 2021. Note: the device was manufactured at the (B)(4) site which has been closed. The device was not returned for analysis as reportedly, it was discarded, therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due a dislodged lens. The iol was discarded. There were no sutures required, however, the incision was slightly enlarged. There was no patient injury. The procedure went as planned. Another johnson & johnson za9003 lens (different model and same diopter) was implanted as a replacement. The patient's post-operative outcome was not available. No further information is available.